Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this pt presented emergently with a contained aneurysm rupture and was treated with gore excluder aaa endoprosthesis. The rupture was successfully excluded and the physician noted the pt was not likely to survive an open procedure. Intra-operatively, upon removing the gore introducer sheaths, bilateral rupture of the ilio-femoral arteries occurred and the pt expired. Images were not available for review by the gore representative.